Manufacturer narrative:
A ge healthcare service engineer performed a checkout of the system and a review of the logs. It was found that the on/standby switch fails intermittently to start and stop the device. After replacement of the on/standby switch, normal device function was restored. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per (B)(6) database: the hospital reported a malfunction causing loss of mechanical ventilation. There was no report of patient involvement.